Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 460 mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer experienced symptoms such as chest pains. The customer was treated with manual injection. The customer stated that the reservoir alarmed no delivery. The customer mentioned infusion set cannula to appear bent as customer was not getting insulin. The reservoir will not be returned for analysis.